Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Initial medwatch report indicates: physio-control reviewed the device data and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Initial medwatch report should indicate: physio-control reviewed the device data and verified the reported issue. Physio replaced the device's main keypad assembly. Field action number 301587611/18/2019-001c is relevant to the reported issue. After confirming proper device operation through functional and performance testing, the device was returned to the customer for use. Remedial action initiated of initial medwatch report was blank. Remedial action initiated of initial medwatch report should indicate: notification. Correction/removal rpt number of initial medwatch report was blank. Correction/removal rpt number of initial medwatch report should indicate: 3015876-11/18/2019-001c.

Manufacturer narrative:
Section h6 method code of initial medwatch report was blank. Section h6 method code of initial medwatch report should indicate: testing of action/suspected device (10) section h6 results code of initial medwatch report was blank. Section h6 results code of initial medwatch report should indicate: impedance problem identified (3257) section h6 conclusion code of initial medwatch report was blank. Section h6 conclusion code of initial medwatch report should indicate: cause traced to component failure (4307)

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.